Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the day of the event the patient´s cgm reading was 6.2 mmol/l, and the bg reading was 21.7 mmol/l. No symptoms were reported but the patient was brought to the hospital by the parent. At the hospital the patient was treated intravenous fluids and recovered after treatment. There was no documentation of further medical intervention, and the patient was discharged less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.